Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer reloaded the same cartridge and did not change the infusion set tubing or site. Insulin delivery was resumed. The customer's blood glucose (bg) level was 262 mg/dl and a bolus via the pump was delivered to lower the bg to the target level. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.